Event description:
A malfunction on the pump was reported by the customer, occurring during the completion of a software update. The impact on the customer's blood glucose level was unclear, as it was unknown if their level exceeded 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.